Manufacturer narrative:
Device evaluated by MFR.: the product return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed a severe fracture located 107.5cm from the tip. A functional test was unable to be performed due to the nature of the damage causing an under pressure error. A visual and microscope inspection of the device confirms the allegation for the fractured shaft, and a test of the device confirms the failure to aspirate.

Event description:
It was reported that catheter broke and loss of aspiration occurred. The target lesion was located in the lower limb artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, it was noted that the outer layer of the middle catheter was fractured and aspiration was lost. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that catheter broke and loss of aspiration occurred. The target lesion was located in the lower limb artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, it was noted that the outer layer of the middle catheter was fractured and aspiration was lost. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.